Event description:
The physician was attempting to deploy an integrity rx (2.50 x 9mm) stent to the distal circumflex with buddy wire technique. There were no abnormalities noted prior to the use of the device. When the wires were been retrieved one got trapped in the deployed stent resulting in the stent been deformed. Slow flow occurred. Integrity stent remains in body with no complication for patient.

Manufacturer narrative:
Evaluation, results: related to another device/drug (buddy wire technique). Evaluation, conclusions: operational context contributed to the event. (Buddy wire technique). (B)(4).